Manufacturer narrative:
(B)(4). Date sent: 3/31/2020. Additional information was requested and the following was obtained: was it the active titanium blade tip that broke off? Yes. Was it the tip of the white tissue pad that broke off? No. If yes for the white tissue pad, is the white tissue pad completely missing from the clamp arm of the device?

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: in the event description it states: ¿ tip of the handpiece broke off.¿ was it the active titanium blade tip that broke off? Was it the tip of the white tissue pad that broke off? If yes for the white tissue pad, is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during an unknown procedure, the tip of the hand piece broke off during surgery. This happened outside of the patient. Surgery was delayed an unknown amount of time due to the event, but was successfully completed. Fragments were generated, but were easily removed without additional intervention. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2020. Additional information: male patient, year of birth 1943, exact date not provided.